Manufacturer narrative:
Seven test strips were returned and tested with control and blood. One control test of 165mg/dl was not automatically marked by the meter as a control, which would be displayed as a blood result when accessing the meter's memory. Satisfactory results with 1 strip using the returned control, and the remaining strips using blood. Retention strip gave a satisfactory reading using customer control.

Event description:
The customer no longer wanted her contour next meter and was advised to return it. The contour next control solution was returned and evaluated.

Manufacturer narrative:
See remedial action and correction/removal reporting number. This information was not provided in the initial report.